Event description:
Tenth use dialyzer. On 4/23/1998, called the chief tech, he was not available, but they would give him co's message to call co back. On 4/24/1998, co called chief tech, he was not in as yet, but they would give him co's message to call co back. Asked for director of nursing, she was not expected in today. On 4/27/1998, left message for the chief tech or the director of nursing to call co back. 4/27/1998, director of nursing reported blood leak alarm 10 minutes into the treatment. Blood was visible in the dialysate. Estimated blood loss 100cc. Dialyzer changed and treatment continued without further incident. No change in pt's hematocrit. The sample was discarded by the facility. The facility was reminded to save complaint samples.